Manufacturer narrative:
The device was not returned to the MFR for evaluation. A review of the manufacturing records was performed for part number 00-1102-012-00, lot 62377032. This lot was manufactured and released into inventory on 06/05/2013. There were no non-conformances during MFR that would be related to this complaint. All testing requirements were met. The review of the quality records showed that batch 62377032 was prepared in accordance with the requirements of the quality management system and all quality control tests were passed successfully. The cause of this complaint cannot be determined because the product was not returned.

Event description:
It was reported in the femoral head replacement surgery, the surgeon poured zimmer dough bone cement into femur medullary cavity by manipulative procedure. Soon after the bone cement insertion, the pt became extremely ill (embolization). By the instructions of the anesthesiologist, the surgeon closed the wound immediately after the insertion of the implant materials. The surgeon gave a pt embolization therapy, however, the pt died in the evening of the next day of the surgery. The surgeon said that this pt had an embolization, but he was not able to detect it before the surgery it was reported by the surgeon that this issue was not product induced.